Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having an infection while wearing the aligners. At check in patient marked true to discomfort, infection, inflammation, crown, broken, sensitivity and recent dental work. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.